Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the ER after feeling a notifier. Out of range high pacing lead impedance was noted. Programming changes were made. The issue was resolved.